Manufacturer narrative:
(B)(6). Visual inspection found a flashing blue box with the message audio failed appears on the screen with error code 881. Diagnostic/functional testing was performed. It was determined that only one speaker side was faulty. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the sound volume was defective and there was no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.